Manufacturer narrative:
Device evaluation: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product. The plunger rod was found advanced and overriding a lens that was stuck in the mouth of the cartridge. Viscoelastic residue was not observed to be distributed through the length of the cartridge, and the cartridge tip was damaged. The lens module was inspected and presented with no damage; however, the entire lens module had viscoelastic residue which could have contributed to the complaint event. The device assembly was inspected, and no issues were identified. The plunger rod advancement was inspected and presented with no resistance. The lens was removed and cleaned and presented with cosmetic scratches. No further evaluation was performed. The complaint issue "lens damaged" was not identified. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), section d6a: implant date: n/a, as there is no indication that the lens was implanted. Section d6b: explant date: n/a, as there is no indication that the lens was implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was broken. No further information was provided.